Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the force bipolar instrument could no longer be moved properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue was related to the opening/closing of the jaws; there was no broken cable noticed. A new instrument was opened and there was no harm to the patient.